Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
The patient reported that the physician implanted their implantable cardioverter defibrillator (ICD) "too high on their chest and it is causing nerve damage." Further information was obtained from the nurse stating that the patient did receive a pocket revision per the patient's report of "implant was too high" and had no nerve damage, but had shoulder pain. During the revision, they noticed that the pocket had become inflamed and filled with fluid. A gram stain was performed, but it did not identify the source of the infection. The device remains in use. No further patient complications have been reported as a result of this event.